Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a whipple procedure, there was a problem with the package. There was a tiny hole on the front of the packaging, about 5cm below the diagram of the torque wrench device. Procedure completed with same/like device. There was no adverse consequence to the patient

Manufacturer narrative:
(B)(4). Batch #m92094. The device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; a hole was observed on the tyvek and evidence of dragging was observed around the hole. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history records were reviewed with no anomalies noted during the manufacturing process